Event description:
During an in clinic follow-up, episodes of oversensing were observed on the device due to myopotentials. Provocative testing was performed and the lead noise was reproduced. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.